Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include but are not limited to dissection. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include but are not limited to endoleak.

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. The final angiography imaging revealed a dissection immediately distal to the right renal artery. The physician decided to not deploy an additional stent graft to treat the dissection because the dissection site was immediately distal to the renal artery, and he will monitor it. In addition, a type ii endoleak was observed on the intra-operative imaging, and it will be monitored as well. The procedure was completed without any additional treatment for the dissection and the type ii endoleak. The patient tolerated the procedure.